Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analysis of the history log files it was possible to detect the reported infusion therapy. Based of the device history the infusion therapy was started with a flow rate of 200 ml/h. Immediately after infusion start a pressure alarm occurred. The pressure alarm was confirmed by customer and the infusion was started again. After 1:30 hours the infusion was interrupted by an air rate alarm. For remedy this issue the infusion line was two times purged, but after re-start of the infusion the air rate alarm occurred again. The infusion line was exchanged. The infusion was continued. After the re-start process of the infusion four flow rate alarms could be detected. All alarms were confirmed and the infusion was run again. Four hours after the last flow rate alarm the infusion stopped. Based of the device history a total volume of 1479 ml was infused. All cover caps were on the screw pillars as well as the sealing on the lower housing were available and undamaged. The device showed age related signs of tear and wear. No visible damages could be found. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The used drop sensor was checked according the technical safety check. No malfunction could be detected. For an inside investigation the device was disassembled. The device was slightly dirty, bur no damages could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "infusion incorrect". Customer information: infusion therapy with a rate of 200 ml/h was started on 3:00am total infusion volume 1000 ml. At 2:00pm in the infusion bag was still connected with patient and infusion liquid was not complete administered. At the end of the normal infusion time the rate was changed to 50 ml/h, but the infusion should be normal finished at this time.